Manufacturer narrative:
The company rep examined the system and could not replicate the customer reported event. The inject function was operating within specifications and no system messages were found to the event log. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause for the reported event could not be determined. (B)(4).

Event description:
A customer reported that during a procedure, the system did not perform automatic injection of the silicone oil and instead switched to extrude mode. The system was rebooted and the case was completed without harm to the pt. Add'l info has been requested. This is the second of two medical device reports for this facility.